Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index sugery: (B)(6) 2017. Revision of shoulder components due to loosening. The case report form indicates this event is definitely not related to devices or procedure.

Manufacturer narrative:
In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Loosening is a known complication associated with total shoulder arthroplasty. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the loosening is most likely related to the patient's underlying conditions to include multiple left shoulder surgeries. This device is used for treatment not diagnosis.

Event description:
No additional information provided. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00446, 1038671-2018-00447, 1038671-2018-00448 and 1038671-2018-00449.